Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the controller was dead and was not allowing them to charge their implant. Patient stated that they called the main office last week, the lady told them to get two aa batteries and put them in the controller, but the controller still wouldn't charge their implant. The issue began 9 days ago. Agent asked and patient confirmed it was not a a medtronic rep that they spoke with when they called. Patient did not have any equipment with them at the time of the call and will call back with equipment to further troubleshoot. Patient called back and repeated previously documented information. Patient mentioned that their controller isn't working but their implant is fine. Patient stated that when they plug the controller into the wall outlet to charge it, there's no solid green light illuminated on the controller, it did not flash and when the ac power cord was disconnected from the wall, the controller did not have a green or yellow light flashing. Patient stated they were not able to charge their implant. Patient added that something wrong with the battery pack (bp). Patient mentioned they called yesterday and they were advised to use 2 aa batteries which they did and then they saw a message on the controller telling them to use a mdt bp. Patient stated that their bp is not working. Patient mentioned that it's been quite a few days now since they haven't been able to charge their implant and they asked their pain management doctor for a medication. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger and battery pack. Agent had patient blow air into the controller charging port and wipe the rtm pins. Patient confirmed controller turned on and the charging indicator light was flashing green. Agent had patient disconnect the ac power supply but patient stated that the screen was blank. Agent had patient connect the ac power supply and patient confirmed the charging indicator light was flashing green. Patient saw "no device found" message. Agent had patient disconnect the ac power supply and patient saw "no device found" message again. Agent had patient connect the recharger and start the ins recharge session. Patient saw "no device found" message. Patient pressed 'recharge' and entered passive recharge mode with 44-45-45 with the highest middle number of 79. Patient saw 44-44-44, 0-0-79, 0-65-66 and 0-12-77. Patient stated that their back was hurting while holding the recharger telemetry module (rtm). During the passive recharge mode, patient noticed that the area where the cord meets the paddle started to get hot including the rtm relay box. Patient stated that the controller screen was blank. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed: no anomalies were visually observed. Electrical failure. Poor recharge quality message. H7 < (>&<)> h9: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.